Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 1 on right (od) eye at 1 day post-operative exam. Topical steroid were increased to treat the dlk. The patient¿s chief complaint was that eyes felt scratchy. Bcva from (B)(6) 2015. Right eye pre-op 20/20 -1.50 x.-1.50 x 163 left eye pre-op 20/20 -1.50 x -1.75x 17.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.